Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that, the reservoir had air bubbles in it. The blood glucose was 250 mg/dl at the time of the incident. Approximate size of air bubbles was 1-1.5 cm. Customer reported that he did not observe any leaks. The device will not be returned for analysis.